Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a networking issue. A technical support specialist (tss) dialed in remotely to affected station, checked station data synchronization logs and appears to be well. The case was monitored and the confirmed that the customer rebooted the station, and the issue was resolved. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was up and down, and network requirements needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.